Event description:
The surgeon reported via the sales rep that the patient underwent a revision in 2008, to remove a t2 tibial nail as two of the proximal locking screws had broken. It is further reported that the original implantation took place about two months prior, where the nail was implanted with 2 locking screws proximally and 3 screws distally. It is further reported that 4 weeks post operatively, the patient presented with pain at the fracture site and the knee. It is further reported that the female patient had not suffered any fall or trauma prior to the revision and was of slight build. It is further reported that during the revision, the surgeon removed the nail but could not remove all parts of the screws.

Manufacturer narrative:
Device not returned. No evaluation will be performed. If the device or additional information becomes available, it will be reported on a supplemental report. Same patient event as MDR 9610622-2008-00191, 9610622-2008-00192, 9610622-2008-00193.